Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one reload and one handle. Initial visual inspection of the instrument noted no abnormalities. Visual inspection of the cartridge revealed that the reload was partially fired and the anvil clamping mechanism was deformed. Functionally, the instrument was loaded with post market vigilance (pmv) representative reloads. During the firing cycle, a skip was audible in the firing stroke. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. The reload was loaded into a post market vigilance (pmv) instrument for functional testing. The interlock was overridden and the reload was applied to test media. All remaining staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. The returned samples as received by medtronic were found to not meet specifications and due to the sheared teeth on the instrument firing rack, the reported condition was confirmed. A review of the instrument device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. A review of the reload device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, during a sleeve gastrectomy, the surgeon noticed that the handle made a loud cracking noise as it was squeezed. The stapler handle was broken on opening of device and would not fire. When the stapler was opened, the staple line fell apart. Another stapler handle was opened and used and the operation was completed. The surgeon sprayed the area with tisseal as he routinely does with all sleeves. The patient returned to the or (B)(6) however, the CT came back indicating the staple line was intact. The patient is still in hospital. No other adverse events were reported. Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation summary pending results of the investigation.